Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The patient remains on support and is doing well. Blood pumps were changed at the time of surgical intervention as precaution, not because of any defect of the pumps.

Event description:
Berlin heart inc. Clinical affairs (ca) contacted the site on february 7, 2017 to follow up on a patient supported in the bivad configuration. The site reported that the patient was taken to the operating room on (B)(6) for chest exploration for suspected infection. The aortic anastomosis site appeared infected and the arterial cannula was removed and replaced. Both blood pumps were replaced during this procedure. There were reportedly no changes to the pump function during the event.